Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported the device stopped working for patient, meaning she is having terrible incontinence. She called her implanting doctor because she was having difficulty using her programmer and he told her to call the manufacturer. During the call the patient changed programmer batteries and was able to sync to ins successfully and therapy is on at p2. Patient increased amplitude to 2.6 v and where she can feel stim sensation. Patient will monitor and follow up with managing doctor if unresolved. She mentioned she also has an appointment scheduled for (B)(6). Additional information was received and patient stated that they device was not working. Patient also stated that they are still able to check the therapy settings and make changes. Patient stated that their patient programmer was blank and that they will get some batteries for it.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.